Manufacturer narrative:
Corrected data the expedium di castle nut final tightener [product code: 2797-22-600, lot no: 0505nt] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
The expedium di castle nut final tightener [product code: 2797-22-600, lot no: 0505nt] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that one of the castle nut tabs was fractured at the distal tip of the instrument. The fracture analysis reported indicated that the fractured surface of the tab exhibited rough and plastically deformed material that extends across the entire fractured surface suggesting the tab underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the castle nut tab breaking off cannot be positively determined. However, the fracture analysis report indicated that the fractured surface of the tab exhibited rough and plastically deformed material that extends across the entire fractured surface suggesting the tab underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While tightening set screw, small tab broke off of final tightener. Completed with same / like product. Follow up from the rep on 19-nov, was the procedure delayed as a result of device breakage? In the synergy form, it states no delay and also 45 min. Please confirm. No delay were there any adverse consequences to the patient? No were all the broken pieces retrieved? Yes fyi: lot# is 0505nt.